Event description:
It was reported that continuous glucose monitor displayed error 42 on sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed error did not reappear, and was advised to wait 20 minutes before starting sensor session, which customer understood and acknowledged.